Event description:
It was reported that an incomplete bolus alert was received, because the customer had not completed the requested bolus. The customer's blood glucose level was impacted (450 mg/dl). During troubleshooting with tandem technical support, the customer was instructed to complete the bolus by ensuring that the "deliver" button is pressed and that confirmation appears on the pump screen.

Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.